Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd phaseal¿ secondary set c61 was leaking at the joint between the bag spike and the tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned units and could not identify any manufacturing related defects. A leak test was performed and all samples passed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Quality has previously reviewed, evaluated and investigated this reported failure mode. A corrective action plan currently exists to prevent future occurrences of this type. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants an additional formal corrective action, resources will be assigned at that time.

Event description:
It was reported that before use of the bd phaseal¿ secondary set c61 was leaking at the joint between the bag spike and the tubing. There was no report of exposure, serious injury or medical intervention.